Event description:
Customer reported that he was hospitalized. He stated it was due to his bent cannula. His blood glucose was 964 mg/dl at the time of hospitalization. Date of hospitalization was (B)(6) 2014. He stated that once he had removed his bent cannula, his blood glucose declined. The customer also stated that he was treated with an IV and was released. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.